Manufacturer narrative:
(B)(4). Date sent: 01/19/2021. Additional information was requested, and the following was received: I was able to follow up with surgeon and there was no additional information.

Manufacturer narrative:
(B)(4). Date of event: only event year known: 2020. Batch # u5df33. (B)(4). A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Photo(s) received and are pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the photographic evaluation. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? Did the patient receive any preoperative chemotherapy or radiation? When was the staple retaining cap removed? What provisions did the surgeon take to ensure the tissue was lying evenly within the jaws? Was the device difficult to close? Was the device closed and repositioned multiple times prior to firing? Was the device difficult to fire? Was the distal transection completed in one or multiple firings? Can more information be provided about staple form? What is the status of the patient? If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during an unknown procedure, the contour ¿misfired¿. The ¿distal end didn't fire, but proximal end had a completed staple line formation.¿ this was the first firing of the device. ¿was unable to revise staple line and a permanent colostomy was performed.¿ had to complete a rectal resection with permanent colostomy.

Manufacturer narrative:
(B)(4). Date sent: 01/11/2021. D4: batch # u5df33. H6: component code = others (g07). Per photographic evaluation: upon visual inspection of four photos, the following was observed: the photos show a piece of tissue on the hand of user. Ooze was noted on the tissue. Based on the photos no conclusion could be reached as to what may have caused the reported incident, the assignable cause of the reported complaint could not be determined. Please refer to the device analysis for full analysis details and conclusion. Device analysis: the analysis results showed that the cs40b device was received with no apparent damage and with a reload present. The reload was received void of staples, with the washer completely cut, drivers exposed and the knife recess below the cartridge deck. The device was tested for functionality with an engineering sample reload and the device fired, forming all staples and cutting as intended. The cut line and the staple line were completed and the staples meet the staple form release criteria. Although there is no direct evidence of use error, the instructions for use do contain the following caution: either manually advance the retaining pin using the actuator button on top of the handle to capture the tissue within the jaw opening, or automatically advance the retaining pin by squeezing the closure trigger. Note that there is an audible click halfway through the closure stroke indicating that the device is in the intermediate position. In the intermediate position, the pin is fully seated in the anvil capturing the tissue, and the jaws are partially open. Reposition tissue within the instrument if desired. The closure trigger can be released at this point, and the instrument will maintain its jaw opening to allow for final positioning of the tissue to be cut and stapled. The retaining pin is fully engaged. Squeeze the closure trigger and handle together until the closure trigger is latched. Listen for an audible click. When the closure trigger is latched, the firing trigger moves to the ready-to-fire position. The cartridge has clamped onto the tissue which is ready to be cut and stapled. Ensure that the closing stroke is completed. All fingers should be completely removed from the closing trigger to ensure that the closing system holds. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.